Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 13 bd vacutainer® push button blood collection sets, blood leaked when the tubes were removed and even when filling causing tubes to be overfilled and covered in blood. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-jan-2025. Investigation summary: bd received approximately 13 shelf packs of samples and 2 photos for investigation. The customer photos depict a device with blood leakage in the holder and on the caps of the used tubes. Out of these, thirty customer samples were randomly selected and subjected to functional tests. Two of these samples failed testing due to sleeve leakage. However, all 30 customer samples passed another set of functional tests as they were able to be activated properly with no evidence of defects. Additionally, 30 retained samples underwent functional tests, and all samples passed, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Another set of functional tests on the 30 retained samples showed that all samples were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. The root cause was determined to be an out-of-specification lube weight reading on the finger grip luer sub-assembly batch used in the finished good. A quality inspector trainee and trainer failed to identify the out-of-specification result and did not place the product on hold. As a corrective action, coaching sessions were conducted with the trainer and trainee including a review of the data from this inspection lot. Additionally, inspections now include a visual flag for out-of-specification results and generation of a quality hold on any inspection that contains an out-of-specification result. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using 13 bd vacutainer® push button blood collection sets, blood leaked when the tubes were removed and even when filling causing tubes to be overfilled and covered in blood. No patient or user impact reported.